Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
"On (B)(6) 2017: devices were implanted. Around (B)(6) 2018: the patient's shoulder had been dislocated. (B)(6) 2018: revision was done to replace insert. Comments from surgeon: the patient suffers from dementia so how he dislocated his shoulder was unknown. The devices had nothing to do with the shoulder dislocation."